Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump shut off. Customer did not know for how long the device was off. She stated she is pregnant and her blood glucose went high in the 500 mg/dl range. The customer stated she did not receive any alarms prior to the display going blank. She also reported that the day of the call, the reservoir was empty and the insulin pump did not alert her. She also reported that the insulin pump alarmed motor error during basal delivery. The device was not exposed to a magnetic field. Customer does not use the sensor feature and was able to complete the rewind sequence. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.